Event description:
The patient's wife contacted lifescan and reported that her husband's one touch ultra meter was in the wrong unit of measurement (mmol/l instead of mg/dl). There is no allegation of harm or serious injury. During troubleshooting, it was verified that this was not a new product and that it was previously set in the correct unit of measurement. The pt had not recently changed the units of measurement in the meter settings. No blood glucose results were provided. However, it was reported that the patient's wife had panicked and called the emergency medical services. The patient was brought to the hospital and was advised to contact lifescan regarding the meter. He had received medical attention for his other conditions, but no treatment for diabetes. Based on the information provided, this case is being reported as a malfunction due to the fact that meter is in the wrong unit of measurement while the patient did not go into the meter settings to change it. However, there is no information to suggest that the patient experienced injury due to the product. Therefore, this case is reported as a meter malfunction. A replacement meter was sent to the patient.

Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it.